Event description:
This event was reported as explant of the mitral bioprosthesis from the tricuspid position due to congestive heart failure due to a ventricular septal defect with bradycardia and hypertension. No further info was provided.